Event description:
The customer reported that a circuit breaker popped on the 2800 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on site investigation. The customer reset the breaker. The reported problem was not duplicated. The system was tested and is operating as intended.